Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the right atrial lead was attempted to be implanted. A stylet could not be inserted into the lead. The lead was not used. The patient was stable post procedure.